Event description:
The facility reports the resident was to be transferred from the bed to the wheelchair. Two cna's were involved in the transfer. The resident was in the sling and was being raised from the bed. The lift was being turned by one cna, and the hanger bar was being turned by the second cna. While turning the lift and hanger bar to position the resident over the wheelchair, there was a loud "click" type noise and immediately the resident fell out of the sling onto her head/shoulder area, her feet still in the air. From that point the cna's administered first aid to the resident. The resident sustained a fractured pedicle of the c-4, and a fractured left head of the humerus.